Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012449281); product type: 0195-heart valves; implant date (B)(6) 2025: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter aortic valve evfxplus-26, the valve was deployed at a depth of 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Paravalvular leak (pvl) was observed prompting a post-implant balloon aortic valvuloplasty (bav). The bav was performed using a 20 mm non-medtronic balloon. Upon retraction of the deflated balloon and wire, the valve was pulled out of place due to traction between the balloon and the outflow of the valve. The valve dislodged above the sinotubular junction, to a depth of -20 mm on the ncc and lcc. The dislodged device was captured by the c tab using a 25 mm gooseneck snare placed in the left femoral artery. A pigtail catheter was placed back across the dislodged valve and exchanged for an al1 catheter which was used to recross the native valve. A guidewire was then placed into the left ventricle. A second valve was loaded into a new delivery catheter system and checked under fluoroscopy. Subsequently, the new valve was successfully implanted using the standard cusp overlap technique. The outflow of the successfully implanted valve pinned the inflow of the dislodged valve in the ascending aorta. Trace pvl was noted.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: d. Suspect medical device: full UDI # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter aortic valve evfxplus-26, the valve was deployed at a depth of 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Paravalvular leak (pvl) was observed prompting a post-implant balloon aortic valvuloplasty (bav). The bav was performed using a 20 mm non-medtronic balloon. Upon retraction of the deflated balloon and wire, the valve was pulled out of place due to traction between the balloon and the outflow of the valve. The valve dislodged above the sinotubular junction, to a depth of -20 mm on the ncc and lcc. The dislodged device was captured by the c tab using a 25 mm gooseneck snare placed in the left femoral artery. A pigtail catheter was placed back across the dislodged valve and exchanged for an al1 catheter which was used to recross the native valve. A guidewire was then placed into the left ventricle. A second valve was loaded into a new delivery catheter system and checked under fluoroscopy. Subsequently, the new valve was successfully implanted using the standard cusp overlap technique. The outflow of the successfully implanted valve pinned the inflow of the dislodged valvein the ascending aorta. Trace pvl was noted. Additional information was received to report prior to the post-implant balloon dilation performed on the first valve, trace-mild pvl was noted.